Manufacturer narrative:
(B)(4).

Event description:
The customer received a questionable etoh2 ethanol gen.2 result for one patient sample. The initial result was 22.0 mg/dl and was reported outside the laboratory. The patient was adamant that he did not have alcohol. About four hours later the doctor ordered another draw from the patient and the result was "none detected". The laboratory had an additional sample tube from the original draw that was still capped so they tested it about 20 hours later with a result of "none detected". No specific result could be provided. The original uncapped sample tube was retested about 20 hours later than the original test and the result was <10.1 mg/dl with a data flag. The repeat result was believed to be correct. The patient was not adversely affected. The reagent lot number was 19335201 with an expiration date of 05/31/2017. The field service representative was unable to determine a cause. He inspected the sample probe and noted stickiness on the probe tip and upon closer observation with a magnifier he could see cloth fibers all around the tip. He cleaned the probe with an alcohol pad and everything came off. He replaced the probe as a precautionary measure. He confirmed the gear pump was running within specifications and the rinse nozzles were filling the cells correctly. He checked the dispense of the probes and cell wash nozzles. The customer ran precision testing and qc with acceptable results.

Manufacturer narrative:
A specific root cause could not be determined. Quality controls were in range on the day of the event. The issue with the sample probe found by the field service representative was assumed to be the main root cause of the issue. A pre-analytical issue such as carry-over/ contamination of the sample probe with gel or fibrin strands could have caused the stickiness on the probe tip. It was also found the customer exceeded the calibration frequency recommended by product labeling.